Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. The device was not returned, therefore the reported event could not be confirmed and an event cause could not be conclusively determined. Mdrs related to this patient: 2029214-2016-00859 2029214-2016-00860 2029214-2016-00861 2029214-2016-00862 2029214-2016-00863.

Event description:
Medtronic received report that a patient experienced a stroke after pipeline flex implantation. The patient received the pipeline flex implant to treat an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 5mm. The landing zone artery size was 4.2mm distal and 4.8mm proximal. The vessel was severely tortuous; the ica included tight turns. The devices were prepared as indicated in the IFU. It was reported that the patient experienced a stroke in the days following implantation. According to the implanting physician, no single device is to blame for the stroke. The physicians reports that the event may be due to an underlying condition, including vasospasm, as well as the repeated introduction of wires and catheters into the patient's anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.